Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is in process. When the device has been evaluated or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had low power. The device was not used in surgery. It is unk if injury or med intervention occurred. The date of the event is unk. There is no additional info provided.